Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a partial separation at the collar, collar damage (bent) and the entire distal shaft was damaged (flattened). The outer diameter (od) of the distal shaft was measured with a calibrated micrometer, and the maximum od was .095, exceeding the specification (91079970) of: .068. Functional testing could not be done due to the excessive damage to the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 04-may-2018. It was reported that the catheter failed to advance out of the main guide catheter . The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx) artery. A guidezilla¿ ii guide extension catheter was selected for use. During percutaneous coronary intervention (pci), it was noted that the guidezilla¿ struggled to advance through mach 1 guide catheter into the left coronary system. It was suspected that there was a kink in the extension catheter. The procedure was completed with another with the same device. No patient complications were reported and patient's status is stable. However, device analysis revealed that partial separation at the collar was noted.